Manufacturer narrative:
The reported event is inconclusive since no sample was returned. The device was used for treatment purposes, however it is unknown if it had met relevant specifications or contributed to the reported event. A potential root cause for this event could be, "material selection" or "part geometry". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user experienced ureteral reflux, pain or discomfort, infection, occlusion and stent encrustation while using the ureteral stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user experienced ureteral reflux, pain or discomfort, infection, occlusion and stent encrustation while using the ureteral stent.